Event description:
Additional information received reported the patient had back surgery performed and following the surgery the patient had a (B)(6) infection that grew around the wires.

Event description:
It was reported that the patient had his device removed due to a staph infection in his back. Once the patient was ¿cleaned up,¿ he was able to get a new device implanted. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(4) 2009, product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 399930, lot # v182611, implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).